Manufacturer narrative:
Analysis of the 6x22mm balloon yielded a longitudinal burst on the dilatation zone of the balloon. No balloon defects were evident. No info or films were provided to be able to determine if the lesion was heavily calcified or pre-dilated. Data recorded by quality control prior to the lot being released to finished goods as well as all in process inspection indicates that all specifications have been met. Without any of the equipment utilized during the procedure or any info from the procedure it is difficult to reproduce the exact scenario which occurred in the catheter lab and therefore determine root cause. Based on the limited amount of info provided and no issues observed with either the data retained in quality control or the observations recorded atrium can find no fault with the mfg process or the catheter in question.

Event description:
Balloon burst at 8 atm after being deployed.